Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the endostitch would not hold the needle when needle was put in jaws. It fell out. Other therapies in use on patient: not applicable. Other devices in use on patient: no. There was no reported adverse event or patient injury.